Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The foggy image. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens/led condenses due to temperature changes and causes fogging.